Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. The device manufacturing and inspection records were analyzed for the device. No deviations were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient experienced a trimalleolar fracture with tibial impaction and underwent an ankle arthrodesis surgical procedure using a paragon 28 phantom ttc nail. Approximately 3 weeks post-operatively, during a routine follow-up, the nail was found broken, and a new tibial fracture was reported. The patient's splint was reported to be in disrepair.